Event description:
It has been reported to philips the device will not charge the batteries. No patient involvement.

Manufacturer narrative:
This report is based on information provided by a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device is not charging. The bench technician observed that the tactical switch was engaged, causing the led¿s to remain off while charging. Thus, it appears that the device was not charging. This is not a device malfunction but a user error. The device passed functional testing. Based on the information available and testing conducted, the cause of the reported problem was user error and not a device malfunction. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. While no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.